Event description:
It was reported that the patient received two inappropriate shocks for episodes that were classified by the device as ventricular tachycardia. The physician felt that the rhythm was supraventricular tachycardia and should not have received therapy. The device detection zone was reprogrammed and the wavelet template was updated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2003; 6947-65, lead, implanted: (B)(6) 2003. (B)(4).